Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter and a stopcock. The balloon was loosely folded and there was blood in the balloon, hub and inflation lumen. The device soaked in a waterbath for a week. The balloon, markerbands, proximal bond, inner shaft and outer shaft were microscopically and tactile inspected. Inspection revealed a burst in the balloon material, 14mm in length and there was damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is 18atm. The reported information indicates the device was inflated to 22atm; therefore, there is indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not exceed the balloon rated burst pressure.¿ (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-09371,2134265-2016-09372 and 2134265-2016-09373. It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified right coronary artery (rca). After rotational atherectomy was performed, a 3.00mm x 20mm apex¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed and a 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced. Upon the first inflation at 22 atmospheres, the balloon ruptured. The device was removed and exchange with a 20mm x 3.50mm nc quantum apex¿ balloon catheter. However during the first inflation at 22 atmospheres, the balloon ruptured. The device was exchanged with a 20mm x 4.50mm nc quantum apex¿ balloon catheter however; the same issue occurred as the balloon ruptured during the first inflation at 22 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2016-09371,2134265-2016-09372 and 2134265-2016-09373. It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified right coronary artery (rca). After rotational atherectomy was performed, a 3.00mm x 20mm apex¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed and a 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced. Upon the first inflation at 22 atmospheres, the balloon ruptured. The device was removed and exchange with a 20mm x 3.50mm nc quantum apex¿ balloon catheter. However during the first inflation at 22 atmospheres, the balloon ruptured. The device was exchanged with a 20mm x 4.50mm nc quantum apex¿ balloon catheter however; the same issue occurred as the balloon ruptured during the first inflation at 22 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.